Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after firing, the adapter did not allow the reload to straighten. The surgeon was able to remove the adapter and reload out of the port. When the adapter was removed and replaced on the handle, it did not reset. A new adapter was used to complete the case. The adapter was taken off and then put back on again after the surgery, and whilst calibrating, the black part of the adapter broke off the shaft. There was no patient injury.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. Picture evaluation noted that on the first picture, reload was not articulated and the blue unload switch was fully depressed. There was also gapping at the connection point between the adapter and reload. The second picture shows a significant gapping between the proximal cap and the body of the adapter. Visual inspection of the returned adapter noted severe damage to the proximal cap at the side of the articulation screw. The black release button was stuck in the depressed position and the firing and rotation trilobe couplers were depressed. Further, evaluation noted that there were articulation calibration and calibration turns errors in the data saved to the system. The design assessment concluded as follows: it is likely the excessive torque with the manual retract tool that caused the damage to the articulation mechanism, strain gage and proximal cap and led to the component disengagement reported. It was reported that the adapter did not allow the reload to straighten. The reported issue was not confirmed. The most likely cause could not be established from the information available. It was also reported that whilst calibrating, the black part of the adapter broke off the shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of proximal cap damage, strain gage that is related to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.